Event description:
Additional information received from the patient in response to follow-up reported that a new recharger was received and everything was working well. She had met with a manufacturer representative (rep) and they got the device going again. She was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4). Analysis of the desktop charger ((B)(4)) found the connector to be bent.

Event description:
The patient reported a loss of stimulation and a loss of therapy. Her implantable neurostimulator (ins) depleted 3-4 weeks prior to this report because her recharger was not working. She was experiencing pain. The symptoms were reported to have been gradual. The desktop charger (dtc) was reported to have a bent connector pin. Her battery had been dead for 2 weeks. Relevant medical history was unknown. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.